Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on-site by a baxter qualified technician. During visual inspection, the technician observed that the wheel was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the mechanical failure of the wheels and all wheels were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex machine had a broken wheel during set up. The device was at risk of tipping over. There was no patient involvement. No additional information is available.